Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the reported (B)(6) ehiv result was user error. The incorrect ehiv result was uploaded manually to the advia centralink . The instructions for use (IFU) for the advia centaur ehiv method state to perform repeat testing in duplicate for initially reactive results. The instructions for interpretation of results in the advia centralink customer bulletin clearly describe the rules for reporting. The sequence of (B)(6) results alert the customer to revert back to the previous (B)(6) result. The customer did not revert back to the appropriate (B)(6) result. The IFU states in the interpretation of results section: "specimens with an index value greater than or equal to 1.0 are considered initially reactive for antibodies to hiv-1 and/or hiv-2 and should be retested in duplicate after centrifugation. If one or both of the duplicates are reactive, the specimen is repeatedly reactive by the advia centaur hiv 1/o/2 enhanced assay." The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
(B)(6) advia centaur ehiv result was reported on a patient sample. The result was reported to the physician. The sample was run initially and was (B)(6). Testing was repeated in duplicate. One result was (B)(6) and one result was (B)(6). The third (B)(6) result was manually uploaded to lis. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences due to the (B)(6) advia centaur ehiv result.